Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump turned off automatically. After a battery change the insulin pump did not turn on. The customer attempted with several batteries without a result. Earlier the insulin pump's data was reset. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify off no power alarms due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.